Event description:
The customer contacted stryker to report that during a cardiac arrest their device stated "check electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome, however a delay was reported.

Manufacturer narrative:
A clinical review of the event determined the device did not cause or contribute to the patient death.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that during a cardiac arrest their device stated "check electrodes". In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome, however a delay was reported.